Event description:
The customer states that the cell-dyn 4000 analyzer generated falsely elevated red blood cell (rbc) counts and hemoglobin values along with falsely decreased white blood cell (wbc) and platelet counts on one pt. The pt was a past blood transfusion pt. The customer gave the example of an initial hemoglobin value of 9.1g/dl repeated at 6.9g/dl. Also, an initial wbc count of 5.4k/ul that repeated at 6.4k/ul. The erroneous results were reported out of the lab but were corrected before reviewed by the medical staff. There is no impact to pt management reported.